Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient was implanted with coloplast omnisure and restorelle dfa mesh on (B)(6) 2010. Later the patient experienced constipation, abdominal pain, distention, seroma rupture, infection, pelvic hematoma, bleeding,mesh exposure, pulling tugging sensation, lower abdominal discomfort, bladder protruding, urge to bear down, vaginal pain, pressure, rubbing, abdominal cramps, dyspareunia, palpable mesh, erosion, extrusion, voiding problems, vaginal scarring, recurrence an neuromuscular problems. On (B)(6) 2010 an exam reveals a small band of exposed mesh at apex, a partial excision of the exposed mesh and wound closure is completed, hematoma develops post operatively and the draining has caused an area of exposed mesh, divigel prescribed. Between (B)(6) 2010 and (B)(6) 2013 depo provera, premarin vaginal cream and cipro were prescribed.